Event description:
The implantable cardiac defibrillator system was returned with only information that the patient is deceased. The device was implanted less than one year before death. No further information has been made available. No complaints, allegations, or previous contacts have been made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found.